Manufacturer narrative:
This complaint describes the use of the absorbable hemostat near the posterior cervical spine. The instructions for use clearly warns against using the product near bony foramina and indicates that the product must always be removed when used in proximity to foramina in bone, areas of bony confine, the spinal cord and/or the optic chiasm regardless of the type of procedure because surgical hemostat, by swelling may exert pressure resulting in paralysis and/or nerve damage.

Event description:
It was reported that the patient undersent a procedure in 2004 and developed pressure paralysis postoperatively. Upon reoperation, the absorbable hemostat was found within spinal canal. The patient later expired from recurrent lung cancer. No further information regarding the procedure or the patient was provided.